Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been retained due to contamination and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was noted to have a pinhole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.